Event description:
Received notice of complaint concerning above product via medwatch form filed by user facility. Spoke with facility charge nurse (director of nursing out 4/28) regarding event. Reports that treatment had been initiated without incident, but that approximately 13 minutes into treatment the air detector alarmed. Upon inspection, it was noted that there was foam in the arterial and venous drip chambers (no air present at the access). Charge nurse reports that all connections appeared to be secure. The pt then complained of shortness of breath. At this time the pt's skin color appeared flushed. Pt was also hypotensive and very anxious. Pt treated with saline, oxygen and IV benadryl. Charge nurse states that it appeared the pt may have been having a renalin reaction. Treatment was discontinued at this time. Blood was not reinfused. Estimated blood loss approximately 250cc with loss of extracorporeal system. System tested negative for residual renalin pre initiation and during this event. But, charge nurse also feels that either air got into system (source unknown) and into dialyzer and/or the dialyzer was not thoroughly primed and therefore had a pocket of air and some residual renalin in it, which subsequently got into the system as the treatment progressed and blood flow increased. The charge nurse states that they suspect the arterial line due to the fact that there was air present in the chamber. Pt then complained of "chest heaviness." Rescue squad called, pt transported to hospital and admitted for observation. Pt received one dialysis treatment as inpt and then returned to the outpt setting. The charge nurse also reports that the pt has had a similar reaction recently, without any precipitating factors present, but did not require hospitalization. The actual sample is available for further evaluation. A response letter and mailer have been sent to the user facility.

Manufacturer narrative:
Actual sample received for evaluation. The sample was visually inspected according to procedure for any defects. None were detected, the sample met visual specifications. The sample was then submitted to an underwater air pressure leak test according to procedure. No leak was produced during this test. Based on the record review and the sample analysis, co was unable to confirm the complaint, or determine that there was a related mfg issue. The record review did not reveal anything relative to the complaint, nothing that could have caused or contributed to the problem. The sample performed according to specifications. A follow-up letter has been sent to the customer. Complaint is closed with ongoing monitoring.